Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible. The reported lot # is not a valid lot number. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers).

Event description:
It was received via FDA medwatch report number mw5057675 that "the thumb valve of the kimvent closed suction system is remaining partially open after suctioning, even though the valve appeared to be closed or in the "locked" position." Additional information has been requested but not yet received.